Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and sutures were used. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 8/13/2020.

Manufacturer narrative:
Date sent to FDA: 8/13/2020. Corrected narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh x2 were implanted.